Event description:
Reporter noted error message, needs service, occurred during set-up. Unable to perform scheduled cases. No injury reported.

Manufacturer narrative:
A company service rep checked system; repaired doctor filter cables due to exposed wires. Completed service and system met specs.